Event description:
Allegedly required an open reduction due to dislocation when patient was turning over in bed. Issue resolved.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-00226, 00227. This event occurred in (B)(6).

Manufacturer narrative:
Conclusion: no device failure.complaint reviewed and analysis showed no trend for 26012804 lot no: 1310744. Device history record reviewed. Package insert reviewed. Product not returned.evidence that product in specification when used.